Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was confirmed via the provided log file. The log file contained data spanning approximately 12 days ((B)(6) 2023 per timestamp). On (B)(6) 2023 at 22:31, the driveline was disconnected stopping the pump. The driveline was reconnected approximately ~4 seconds later and the pump restarted without issue. The pump maintained speeds above the low speed limit throughout the remainder of the data. The system controller (serial number (B)(6)) was not returned for analysis. Per additional information, the patient denied disconnecting the driveline, and the driveline and modular cable connection appeared intact with no damage. The patient¿s plan of care was stated to be education and close observation of the patient along with safety monitoring of equipment. The root cause of the driveline disconnect alarm was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. This section also details on how to properly exchange the system controller beginning on page 2-40. Do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline disconnect alarm conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Related manufacturer reference number: 2916596-2023-06990 (pump). It was reported that the patient had a pump stop on (B)(6) 2023 in the evening. The patient denied knowledge of the pump stop, any electrostatic discharge (esd), or the use of anything magnetic. The patient had showered and was doing a dressing change and denied hearing any ventricular assist device (vad) alarms. Examination of the driveline revealed no damage, and the modular cable was secure. The battery clips and batteries appeared normal, and the brass terminals were cleaned. Log file review was requested and revealed that the pump stop was caused by the driveline being disconnected.